Manufacturer narrative:
The customer complaint investigation was completed via emailed photo of the affected device. The affected device was not returned to manufacturer for investigation. The reported malfunction of mask port being warped/out of round was confirmed. Additionally, manufacturer batch records demonstrate no out of round masks identified during production or quality inspection.

Event description:
The connector on the mask port is warped/not round.